Manufacturer narrative:
Although the exact patient weight was not provided, the patient was reported to weigh between (B)(6). (B)(4) for the reported event of hole in stent (cover). The complainant indicated that the device remains implanted; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent implantation procedure on (B)(6) 2010. According to the complainant, the indication for the stent placement was treatment of an esophagobronchial fistula. The lesion was located in the upper to mid-esophagus and was approximately 2 cm in size. The patient anatomy was noted to be moderately tortuous and the lesion was dilated prior to the stent placement. The stent was implanted on (B)(6) 2010. On (B)(6) 2012, the physician reported that the fistula was no longer covered as the covering of the stent had developed a hole. There were no patient complications reported as a result of this event. The patient is under follow-up.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent implantation procedure on (B)(6) 2010. According to the complainant, the indication for the stent placement was treatment of an esophagobronchial fistula, post anastomosis of the esophagus to the stomach. The lesion was located in the upper to mid-esophagus and was approximately 2cm in size. The patient anatomy was noted to be moderately tortuous and the lesion was dilated prior to the stent placement. The stent was implanted on (B)(6) 2010. On (B)(6) 2012, the physician reported that the fistula was no longer covered as the covering of the stent had developed a hole. There were no patient complications reported as a result of this event. The patient is under follow-up. The following information was reported to boston scientific corporation on january 15, 2013. According to the complainant, the indication for stent placement was treatment of an esophagobronchial fistula, post anastomosis of the esophagus to the stomach. It was confirmed by esophagography, that the esophagobronchial fistula was exposed. In the physician's assessment, the cover might have broken due to stress caused by cough.